Manufacturer narrative:
This report is filed on august 28, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth and swelling at abutment site and subsequently was treated with oral antibiotics (date and duration not reported).